Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges spots on the lungs while using the device. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged spots on the lungs while using the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. They observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Missing accessory module flip door. Unknown contaminate was observed inside the ui panel. A hairlike substance was observed in the blower box, bottom enclosure, ui panel. A foreign object was observed inside the blower box, not consistent with anything in the air path. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed no evidence of degraded sound abatement foam.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both the product problem and adverse event was checked in the previous MDR.) Section b2 was corrected to blank . (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to mal function. Section h6 health effects: impact code was updated.